Event description:
It was reported the device will not turn off. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main keypad out of mechanical specification (stuck/collapsed button). Upper and lower cases are broken. High rate cover and battery drawer are contaminated. Three control knobs, ring cover, two side bail covers, four case screws, ring cover screws, three knob springs, ring, and two side bails are missing.